Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation revision with a mentor smooth round moderate profile 475cc saline prosthesis experienced right sided deflation post procedure. As a result, replacement with mentor smooth round moderate profile 475cc saline prostheses was performed on (B)(6) 2023.

Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on november 15, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view extending to the posterior view. In addition, a tear was noted on the posterior view measuring approximately 0.4 cm. Microscopic examination was performed and the cause of the deflation could not be identified. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. On november 16, 2023 analysis of the devices returned revealed that the deflation, originally thought to be just right sided, was bilateral. This report relates to the right prosthesis. See 1645337-2023-14155 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).